Event description:
It was reported that a tsw35 was used during a laparoscopic assisted thoracic surgery procedure. It was reported by the affiliate that on the fourth firing of the device, the gun fired and appeared not to have stapledalong one side of the cut line. This led to bleeding which the surgeon controlled with bi-polar and sutures. The patient had an uneventful procedure and made a full recovery.

Manufacturer narrative:
Tracking #.55153/c. D6: device returned with no lot ID. H6; wedge band bypass. Endopath ets: the analysis results confirmed that the cartridge was returned non-functional. The returned cartridge had a wedge band bypass, rolled drivers, and broken towers. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and co has documented the reported circumstances and analysis results. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec.